Event description:
It was reported that 4 of the bd pegasus¿ safety closed IV catheter system leaked liquid. The following was received by the initial reporter: department of neurology, when using the product for infusion, it was found that q-syte leaked liquid, resulting in the loss of medicinal liquid. Received an update from the sales representative, and the description of the incident was updated as follows: the q-syte was used today, and it leaked, and most of the infusion drugs had leaked when the leak was found. The patient is a neurological patient with poor self-awareness and unable to discover it by himself.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-aug-2023 h6: investigation summary a device history review was conducted for lot number 2350848 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to ad in our investigation. Our engineers have reviewed the device and confirmed that the septum did not have the required slit. Our engineers have associated this issue with the manufacturing process.

Event description:
It was reported that 4 of the bd pegasus¿ safety closed IV catheter system leaked liquid. The following was received by the initial reporter: department of neurology, when using the product for infusion, it was found that q-syte leaked liquid, resulting in the loss of medicinal liquid. Received an update from the sales representative, and the description of the incident was updated as follows: the q-syte was used today, and it leaked, and most of the infusion drugs had leaked when the leak was found. The patient is a neurological patient with poor self-awareness and unable to discover it by himself.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.